Event description:
It was reported that the physician had difficulty inserting the stylet into the lead. The lead was not used, and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; full lead was returned for analysis. Outer tubing overlay was breached and blood was seen in outer tubing overlay and on the helix. A stylet could be inserted with no problems or resistance.